Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of egms were diagnosed as vt but therapies were exhausted without converting the rhythm. With what appeared to be an svt the patient received therapy due to av interval delta indicating vt. Programming changes were recommended.

Event description:
New information received states the device was electively explanted and replaced under advisory. No further information is available.

Manufacturer narrative:
The reported field event of inappropriate hv therapy was confirmed in the laboratory via review of stored egms. The device was tested on the bench and using automated testing equipment and no anomalies were found.